Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor did not connect to the ilet pump, consistent with a pairing failure of the cgm communication component. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no impact to therapy and no need for medical intervention or hospitalization. Investigation included customer support troubleshooting and user education, which involved toggling cgm type on the ilet from g7 to g6 and back, then initiating a new sensor start with instructions to allow a connection period. Investigation of this case revealed that the cgm failed to pair initially but guidance was provided to facilitate reconnection. It was concluded that the event involved a sensor communication failure without patient harm and that user-directed troubleshooting was completed.